Manufacturer narrative:
Block b3: exact date unknown, event occurred a month after implant procedure. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient ad developed an infection at the ipg and lead site, several weeks after the implant procedure. Symptom of fluid oozing from the device area was noted. The physician suspected that the infection was related to the chemotherapy that the patient was undergoing. The patient underwent an explant procedure and was prescribed antibiotics. All explanted device components will not be returned as they were kept by the medical facility.